Event description:
It was reported that pump battery had trouble holding charge. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.